Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to flattened dome switch on all buttons. The insulin pump was unable to perform the displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test due to no button response. The insulin pump had minor scratches on lcd window.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 327mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.